Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 9/16/2019. Device evaluation: the complaint product was returned in its original packaging. The plunger was in a fully advanced position and locked. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed. The pushrod was exposed out of the cartridge tip. Lubricant material residue can be observed in the device. The lens was received out of the device. Loose particles and lubricant material residue were observed on the lens surface too. There was no damaged/defect observed in the device nor the lens. As per initial report, there was no issue with the lens. The reported issue could not be verified. Based on the analysis, there is no indications of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was inserted into the patient¿s left eye and posterior capsule rupture occurred. Doctor removed the lens and then implanted a three-piece lens. Additional information states the lens was partially delivered into the patient¿s eye, and then removed and replaced in the same procedure. The incision was enlarged, but no suture or vitrectomy was required. There was no other surgical intervention. Patient followed the routine post-op orders and routine eye drops protocol. Follow-up the following day was done in an external clinic by doctor as per normal protocol. The patient was discharged with no problems. No other information provided.